Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications. The subject device is not available for analysis. Labeling review did not find evidence of device off-label use or failure to follow instructions. Based on the information currently available an evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported the patient is a non-tobacco user presenting a medical history of dysuria and benign prostatic hyperplasia (bph). Two days prior to the index procedure serum psa level performed showed a 2.9 ng/ml, a uroflow assessment total voided volume as 212 ml, and a post void residual as 87.8 ml. The patient underwent the study procedure. During procedure, a fiber was guided to the prostate tissue, and the energy delivered during the procedure was 520000j. 3 days post procedure, voiding trial was noted to be successful and the patient was discharged from the medical facility 4 days post the index procedure. It was reported that 34 days post procedure, the patient was reported to be experiencing frequent urination, and to treated it, sough medical attention (unknown type) as a outpatient. There was no 24 hours admission. The symptom resolved 48 days post onset symptom without sequelae. The investigator assessed the patient frequent urination as possibly device and procedure related.

Event description:
It was reported the patient is a non-tobacco user presenting a medical history of dysuria and benign prostatic hyperplasia (bph). Two days prior to the index procedure serum psa level performed showed a 2.9 ng/ml, a uroflow assessment total voided volume as 212 ml, and a post void residual as 87.8 ml. The patient underwent the study procedure. During procedure, a fiber was guided to the prostate tissue, and the energy delivered during the procedure was 520000j. 3 days post procedure, voiding trial was noted to be successful and the patient was discharged from the medical facility 4 days post the index procedure. It was reported that 34 days post procedure, the patient was reported to be experiencing frequent urination and sough medical attention (unknown type) to treat it. The symptom resolved 48 days post onset symptom without sequelae. The investigator assessed the patient frequent urination as possibly device and procedure related.